Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs replaced to address the issue. The estimate was rejected and the device returned unrepaired per the customer request.